Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on multiple samples involving unicel dxi 800 access immunoassay system. The elevated results were reproducible and discordant to an alternate methodology, which was negative. The elevated results were released out of the laboratory. The customer stated the pt was admitted to the hospital for observation and was discharged after 23 hrs. There has been no report of pt injury or change in pt treatment associated with this event. The customer did not have pt samples to supply beckman coulter, inc. For further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer stated the pt did not have myocardial infarction (mi). The customer strongly suspected heterophile interference. The sample was collected in a bd lithium heparin plasma tube with a gel separator and processed on the automation line. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have rec'd immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.